Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the control body corroded, the us connector cable (long) crushed, the deflector washing socket deformed, the operation channel (primary) leak, the operation channel (primary) cut, the distal body worn out, the light guide cable bump, the us connector cable (long) bump, and the distal end with ccd module/us probe shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.